Event description:
The consumer reported that the unit shuts down unexpectedly and is making a loud noise both while using batter power and a/c power. It is unknown if the unit alarmed prior to shutting down to alert the user.